Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle detached from the sensor. The customer received a change sensor alarm after two consecutive calibration error alarms. Customer's blood glucose level was 250 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.